Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Investigation methods: was patient affected: no. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: yes. Product checked: no. Label checked: no. Product pulled from stock for inspection: no a review of complaint databases identified similar complaints received. It should be noted that no device was returned hence the failure mode cannot be confirmed. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot : null. Device history batch : null. Device history review : null.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Please note that the reamers need replacing on set 1328-956 which is currently at qeqm as they are blunt.